Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, customer was able to load cartridge and resume insulin therapy. Customer's blood glucose ranged from 155-180 mg/dl.